Manufacturer narrative:
OEM manufacture: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the discarditii 5ml with 23x1 experienced leakage. The following information was provided by the initial reporter: leakage from the syringe tip.

Manufacturer narrative:
H6: investigation summary a photo was received by bd for evaluation. A quality engineer was able to review the photo of discardit 5ml, lot# 1093786, regarding item # 300852 with the reported issue of ¿leakage from the syringe tip¿. The DHR of material number 300852 and lot number 1093786 was checked for any quality notifications and no quality notifications were recorded on this lot. No samples and one photograph were received from the customer and were used for investigation of the reported defects. The investigating team also used the retention samples of material code 300852 and lot number 1093786 for investigating the reported defect. No retention sample showed leakage from the tip. The defect could not be confirmed. The defect was simulated on the retained sample by the investigating team, and it was found that the probable root cause could be that the needle comes separately packed beside the syringe in the discardit 5ml. The needle used on the device is loosely fitted and thus it creates a gap which could be giving way for the leakage. Additionally, as, no sample and no photograph of the way the leakage is happening or any other description related to defect are shared by customer, the defect could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. H3 other text : see h10.

Event description:
It was reported that the discarditii 5ml with 23x1 experienced leakage. The following information was provided by the initial reporter: leakage from the syringe tip.